Manufacturer narrative:
Visual analysis was performed on the returned device. The reported balloon rupture was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents. The investigation determined that the reported difficulties were likely due to case related circumstances. It is likely that the rupture occurred due to interaction with the heavy lesion calcification. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that this was a procedure to treat the right anterior tibial artery with heavy calcification. The 2.0 x 120 armada 14 balloon dilatation catheter (bdc) was advanced to the target lesion without issue. However, on the fifth inflation at 14 atmospheres, the balloon ruptured. Therefore, the bdc was removed and the procedure successfully completed with an unspecified balloon device. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.